Event description:
It was reported that the patient visited the ER (emergency room) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 24 and 36 hours. According to the patient they tried to administer a total of 44 units during the night without blood glucose coming down. Patient reported he then gave insulin with an insulin pen and went to the ER. Symptoms reported include hyperglycemia, frequent urination, dry mouth, sore muscles in legs, stomach and chest pains, strange smell breathing. The patient was treated with 16 units of insulin via IV (intravenous). Upon removal of the pod, the cannula was found to be bent. The patient was released the same day and placed a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.